Manufacturer narrative:
Evaluation results: visual findings revealed indentations and site stickers on the exterior housing. One of the dust covers underneath the battery slot is broken. The battery compartment has battery corrosion on the battery flat contacts, and compartment side walls. Evaluation of the unit found that the pre-recorded voice message would not play ¿ only clicking sounds could be heard due to a faulty voice chip. If the message does not play when expected or only a clicking noise is heard when the message plays, the alarm may fail to alert the caregiver of a patient exit and could contribute to a patient incident. Being that the unit is more than four years old, the likely cause of event is normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file# (B)(4).

Event description:
Customer reported when the alarm is in use with the sensor and nurse call cable, the nurse station does not sound when the patients weight is lifted from the pad. The date the issue was discovered is unknown and no patient incident or injury was reported.